Event description:
It was reported to medtronic minimed that the customer experienced harm reported with audio/vibrate anomaly/absence of alarm. The customer reported blood glucose value of 58 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake. Troubleshooting was performed. The event involved product(s) mmt-342, mmt-441ak, mmt-7040ma, mmt-1884l. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-441ak. No product return is required for mmt-7040ma. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. The pump was paired to a sensor. The pump was calibrated to a sensor bg = 185 mg/dl and an alert on high was set = 190 mg/dl. When the sensor bg crossed 190 mg/dl alert on high threshold, the pump did issue an audible alert. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following communications related errors around the event date: 794 = sensor expired occurred on (B)(6) 2024 @ 04:43:16. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report that she didn't hear any alerts was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.